Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, on (B)(6) 2019, after a infusion access was routinely established for the patient before the operation, found that the indwelling needle leaked, and immediately replaced the indwelling needle.

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, on (B)(6) 2019, after a infusion access was routinely established for the patient before the operation, found that the indwelling needle leaked, and immediately replaced the indwelling needle.